Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline vantage shield embolization device was returned for analysis within a shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil . The pipeline vantage shield braid was returned attached to the pushwire within the introducer sheath. ¿ damage location details: no bend found on the pipeline flex with pusher. The distal hypotube ptfe shrink tubing were found to be intact with no signs of elongation. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with arms. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. ¿ testing/analysis: the pipeline vantage shield was pushed out from introducer sheath without any issue. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure/incomplete to open at middle as the middle section of the braid was found fully opened and no damage. The distal and proximal ends of braid were found fully opened and damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issues. However, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the fracture surface of the wire got damage and cover with corrosion which unable to determine to failure mode of the broken end. Note: the rest of the wire exhibited evidence of corrosion. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that in middle cerebral artery (mca) bifurcation healthcare provider (hcp) used 3.5mm diameter and 25mm length pipeline vantage. The middle struts got twisted and the middle did not open with several attempts. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, ruptured mca bifurcation aneurysm with a max diameter of 3.5mm and a 3.5mm neck diameter. The landing zone was 3mm distally and 3.5mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was not administered. Angiographic result post procedure was tici 3 flow.